Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. No pump error anomalies noted, however hardware low level failure alarmed during self test and confirmed in pump history with variable due to broken trace at electrical board on keypad assembly.

Event description:
Customer reported via phone call that the insulin pump turned off and had pump error rf processor failed self test. Customer's blood glucose level was unknown. Customer was able to clear the alarm and able to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was returned for analysis.